Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from the luer vendor does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.

Event description:
Info received indicates bags have leaked at pt end where luer lock connects to the tubing.